Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted.

Event description:
It was reported that there were different percentages listed for ventricular pacing in two diagnostics. The device was noted to be in vvir mode as there was no atrial lead connected to the device. The device remains in use. No patient complications have been reported as a result of this event.